Event description:
It was reported that the c-arm vertical lift on the 8800 system was not working as expected. There was no report of pt injury.

Manufacturer narrative:
A ge service representative ordered a ps3 power supply to repair the system. Based on info available at this time, it is believed that this will address the stated problem. If subsequent info should indicate additional issues, a follow up report will be submitted as required.